Manufacturer narrative:
(B)(4). Batch number: p56530. Investigation summary: the analysis found that one long60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: how was hemoglobin stabilized? Required treatment? What kind of treatment? Answer: it was reestablished alone, it did not require treatment. Was there a delay in the discharge of the patient or prolonged the hospital stay? Answer: the patient stayed 2 more nights. Did the surgeon make correct use of the device, such as pre-compression or choosing the correct recharges? Answer: the surgeon has been using echelon for 3 years, and has participated in several trainings, has adopted the technology and knows well the handling of the product. It is the first time that this has happened to him with echelon, for that reason the doubt that the clinic has given him a new echelon. This is what is sought to prove with the complaint. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Why is it believed that the echelon did not compress well? Was this the first use of device or was it reprocessed and used on a second patient? Was buttressing material used? What color cartridges were used to create the sleeve. What is the gender/bmi of patient? Did the surgeon wait 15 seconds prior to firing device? How was the intra-operative bleeding addressed? How was the hemoglobin stabilized without a reoperation? What is the current patient status?

Event description:
It was reported that during a gastric sleeve procedure, the surgeon affirmed that the mandible of the echelon did not compress well producing bleeding in each shot. In the postoperative period, the patient presented internal bleeding for which low in 5 points the hemoglobin, it was stabilized without surgical reoperation. The patient is stable, already out of the hospital, and with hemoglobin count of 10.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 3/1/2018. Additional information requested and received: why is it believed that the echelon did not compress well? The echelon did not compress well, it bled with each shot. I was not present at the surgery since the doctor already uses it very well and has never had any problems. Was this the first use of device or was it reprocessed and used on a second patient? First use of the instrument. Was buttressing material used? What color cartridges were used to create the sleeve. Cartridge colors: 04 blue and 01 green what is the gender/bmi of patient? Female gender. Did the surgeon wait 15 seconds prior to firing device? 15 to 20 seconds of compression. How was the intra-operative bleeding addressed? Bleeding occurred with each cartridge shot. How was the hemoglobin stabilized without a reoperation? The hemoglobin dropped after the surgery, when they requested a post-operative analysis, while the patient was still hospitalized. What is the current patient status? Patient currently stable.